Manufacturer narrative:
The scanner was stopped as the reconstruction software crashed. The corrective measure for the ticket will be to update the reconstruction computer software. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The scanner stopped, which delayed the diagnosis and treatment of a patient.